Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection noted that one side of the housing was dented. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had dented housing. There was no patient involvement as this was found before use. No additional information is available.